Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others, red particles in the gel and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: broken striated on the anterior. Based on the device analysis the final assessment is: a striated broken due to surgical damage consistent in the use of some surgical tool and missing shell due to inconclusive. Reason for reoperation due to rupture and pain. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side rupture and pain. The device has been explanted.